Event description:
It was reported that the patient had cassettes affected a couple times where alarm has gone off and stopped the pump. Patient sometimes feels worse at times.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
No lot number was provided; therefore, a history record review could not be conducted.